Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was missing. The root cause for missing cable was physical abuse.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.